Event description:
Philips received a complaint on a mx40 device indicating that the spo2 alarms are fell well into the 30's before an alarm state was shown audibly or visually. The device was being used to monitor a patient in room 334. They were being monitored by one of the telemetry technicians. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
A philips technical consultant (tc) went to the customer site. A spo2 simulator was used by the tc to generate a desaturation alarm; the desaturation alarms functioned as expected. A review of audit logs was performed by a philips clinical solutions consultant (csc) who found that there were many inop alarms signaling an inability to pick up spo2 readings such as noisy signal and no pulse generated which would explain why a yellow alarm was not triggered. "Noisy signal ended" occurred at 7:30:31 with a red alarm generated at 7:30:40 which is consistent with the 10 second delay once the monitor was able to pick up a good reading which was, by then, a desat. Secondly, if a patient's spo2 drops from "low" to "desat" level within the 10 second low alarm delay, the monitor will alarm as red, skipping over the yellow alarm. Based on the information available and the testing conducted, the cause of the reported problem was misunderstanding of alarm delays. The reported problem was not confirmed. The device was confirmed to be operating per specifications and no failure was identified. The csc stated that clinically, they feel that further education on alarms may be beneficial to the staff. Understanding the meaning of the low alarm delay and desat delay, as well as where to seek out the information on the pic when there is a question as to why the alarms are behaving a certain way would be beneficial. Correction: box e